Event description:
It was reported that there was no power getting to the remote monitor. The power cord had been replaced and there was still no power. The monitor is being returned and replaced with a new monitor. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.